Event description:
Pt had set on the hoist and was using the grip to adjust his position on the seat. At this point, the arm/grip came away in the pt's hand. No injuries were sustained, and the hoist was taken out of service.